Event description:
The device was used during thoracoscopic surgery. Reportedly, the instrument was difficult to open and the shaft disengaged. The surgeon was able to remove the device and applied another to complete the procedure. The hosp has reported no pt injury occurred.